Event description:
The customer reported, the system's collimator was misaligned. Also a c-arm lock was loose. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator and locks were adjusted. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.